Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customer was able to load a different cartridge successfully. The customers blood glucose level was not impacted. In addition, while on the phone with tandem technical support (cts) the customer reported that the cartridge was due to be changed, since its day 3 of use. However, the customer reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer stated that a new cartridge would be loaded.